Manufacturer narrative:
(B)(4). The stent remains implanted in the patient. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initial filed medwatch report, the following additional information was received: the reported unspecified abbott vascular stent is a 3.0x15mm rx multi-link vision stent that had been implanted in the distal right coronary artery on (B)(6) 2012. The same evening of the procedure, the patient awoke with a severe headache. Since then, as of (B)(6) 2017, the patient continues to experience this recurring headache along with a hot feeling in the head and fatigue. While no treatments have been administered to date, the patient visit to the allergist on (B)(6) 2017 yielded a positive test result for an allergy to nickel with no treatment administered to date. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that after a visit with an allergist, the patient believes the allergic reaction they have been experiencing may be due to an unspecified abbott vascular stent that was implanted in an unspecified vessel on an unspecified date. No additional information was provided.